Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had image issues and touchpad light emitting diode was blinking. The issue was found during reprocessing. There were no reports of patient involvement.

Event description:
Additional information was provided by the customer: it was reported that the video system center also had no image displayed on the monitor.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer. Updated fields: b5, h2, h4, h6 and h11. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: not booting issue. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: not booting issue was observed, resulting in no image on the monitor due to burnt printed circuit board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.